Manufacturer narrative:
Note on d9/h3: the instrument was serviced in the filed by a medtronic field service technician. The instrument was not returned to medtronic for analysis. Device evaluation summary: the reported blood dumped into the waste bag was verified during service. The service technician reported that the first indication of the problem was that the led 10 was unlit and unresponsive. The service technician observed that there were no errors on the display or in the error log. The service technician ran level ovr command and the led current was 39.7ma and the level sense gain was 97.5% and was well out of specifications. The issue was resolved by cleaning the emitter and detector. The service technician observed dried blood residue on the detector and the level sense gain jumped to 101.85% and was out of specifications, the issue was resolved by the service technician adjusting the led current to 40ma and level sense gain to 100%. Preventive maintenance was performed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that it was dumping blood into the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the blood that was sent to the waste bag was discarded. About 50ccs of blood was discarded, but a blood transfusion was not required.